Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger problem) was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was unable to be identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.